Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® flashback blood collection needle the hub separated from the device. Phase: in preparation for use. Defect: after the needle cap is pulled out, the needle body becomes loose and falls off. Quantity: about (B)(4) pieces.

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® flashback blood collection needle the hub separated from the device. Phase: in preparation for use. Defect: after the needle cap is pulled out, the needle body becomes loose and falls off. Quantity: about 200 pieces.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.